Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk of electrophysiology procedures.

Event description:
During a pvc ablation procedure using a supreme ep quadripolar catheter, a pericardial effusion occurred. One supreme ep quadripolar catheter was placed in the right atrium and one in the right ventricular outflow tract (rvot). Several radiofrequency lesions were applied on the anterior wall of the rvot by a non-sjm ablation catheter. Isuprel and theophylline were infused both prior to and after ablation to increase ectopy frequency for arrhythmia re-induction attempts. The procedure was completed; however, approximately one hour later while the patient was in recovery, the patient experienced a vasovagal episode and became unresponsive. The patient's hypotension was treated and an echocardiogram confirmed a pericardial effusion, for which the patient was kept for observation. One hour later the patient experienced a second vasovagal episode and was again unresponsive. The patient was transferred to the cath lab and a pericardiocentesis was performed, which stabilized the patient. The physician noted no performance issues with any sjm device.